Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that she was hospitalized for low blood glucose levels 40 mg/dl. She states that this was caused by her monthly cycle. She states that the insulin pump did give an alarm, but that her blood glucose must have dropped very fast. The paramedics were called, customer went into convulsions. The customer declined trouble shooting. Nothing further reported.